Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer delivered a correction bolus to address elevated bgs. The customer changed the cartridge and infusion set to resolve the occlusion. During troubleshooting with tandem technical support (cts), it was determined that the customer was not properly removing air from the cartridge during the load sequence. Cts educated customer on cartridge labeling.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.